Manufacturer narrative:
(B)(4). Analysis results for the returned lead were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a custom-made lead was unable to be deployed in the patient. It was noted as being too stiff to place around the nerve and did not have enough "twist" to cover, but a small portion of the nerve. Also, the portion of the lead that inserted into the neurostimulator was so stiff that it required another 2 to 3 inches of the thigh incision to prevent damage to the nerve if it was to be used. Additional information was requested.